Event description:
Notified by fmc customer service and sales of this pt event. Pt reaction reported after five minutes of initiating dialysis with an f8 dialyzer (dry pack, non-processed). Healthcare professional contacted to obtain details of the reported event. Hcp stated that at five minutes after initiating hemodialysis, the pt developed respiratory distress, with swelling of the tongue and neck. A respiratory arrest was witnessed and emergency measures were necessary. The pt was reportedly intubated, IV benadryl was administered and then transported to ICU. The hcp also stated that the medical staff did not know what the cause of this "anaphylactic reaction" was and that they were trying to eliminate every possible cause or source. The pt had previously received 16 hemodialysis treatments, four using fresenius f6 dialyzers and the remaining twelve with f8 dialyzers. According to the hcp, there were only three hd treatments that were considered "totally stable." Historically, the pt would develop hypotension within 15-20 minutes into hd treatment and required fluid and trendelenberg (position changed to). The pt was receiving benadryl by mouth prior to every dialysis, propphylactically. The priming procedure was reviewed with the hcp. The recirculating saline was not flushed fully according to mfg recommendations, although albumen (50cc) was used to replace partial volume of the prime. Unclear how much of recirculating saline pt received. The lot number was not recorded and the complaint sample was discarded. Requested further lot info from hospital materials management. 4/09/99 no further lot info is available.